Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6 - code b20: the devices remain implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: endoleak and/or endotension. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a bilateral iliac branch endoprosthesis (ibe) procedure was performed due to infrarenal aortic aneurysm and bilateral iliac artery aneurysms. Two gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the right hypogastric artery. An 8lmm x 79mm vbx device was implanted distally and an 11mm x 79mm vbx device implanted proximally and flared to 14mm inside the ibe gate with full 2.5cm overlap. Contrast was observed outside of ibe and inside iia aneurysm at this time, with possible type iii endoleak. The patient¿s hypogastric artery had a 360 degree turn and it was straightened with a stiff guidewire to implant the vbx devices. Once the stiff guidewire was removed the vessel tortuosity returned, potentially disconnecting the vbx devices. On (B)(6) 2025, revision was for percutaneous transluminal angioplasty of the implanted vbx devices in the hypogastric artery. Access was gained from the brachial artery. A type iii endoleak between the two vbx devices was confirmed. The physician chose to reline and reconnect the vbx devices. An 8fx90cm terumo destination sheath was used to advance the first vbx device (8lmm x 79mm), followed by deployment of an 11mm x 59mm vbx device. A 14mm pta balloon was used to seal the vbx devices into the ibe gate. The procedure ended with satisfactory results and the patient did not experience any adverse consequences.